Manufacturer narrative:
Remote review of customer's instrument images: sample (B)(6); (anti-e and anti-fya). Batch 6245 - r746 and 221655; 1 of 1 resulted as positive. Cell 1_4+, cell 2_neg, cell 3_neg; cell 2 has red cell adherence, visually positive. Unexpected negative reactivity on cell 2. The patient sample was retested: a synopsis of the testing for sample (B)(6) (anti-e and anti-fya) on batch 12725 is as follows: (B)(6). The lack of reactivity with sample (B)(6) appears to be unique to the nature of the sample.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing a patient sample using capture-r ready-screen (3) (crrs 3) on the galileo echo. The patient has a history of anti-e and anti-fya. Another sample from a patient with a history of anti-c also resulted negative. There were no adverse events as a result of the missed antibodies.